Manufacturer narrative:
(B)(4). The front printed circuit board (pcb) was replaced by the service center. The unit was then tested according to manufacture's specifications.

Event description:
It was reported that the display was defective and was missing segments. There is no patient involvement reported and there is no serious injury or death associated with this event.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).